Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that a dry acid ii mixer machine had jets that were not working. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. The biomed performed a visual inspection and noted a black spot on one of the jet valves that was burned. Additionally, the prong on the jet valve was melted. The current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. No parts were available to be returned to the manufacturer for evaluation.